Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 27.0 mmol/l. The customer treated with manual injection customer's blood glucose value was 22.0 mmol/l at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer stated that the high blood glucose event started when he had the sensor issue troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. Customer reported that the infusions set cannula was bent. The insulin pump passed the high pressure and displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.